Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the self test due to a faulty connector at the radio frequency circuit board. No cosmetic damage was noted.

Event description:
The customer reported that the insulin pump returned an error alarm. Review of the device's alarm history showed that the error alarm was returned twice. Blood glucose level was 91 mg/dl at the time of the incident. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.